Event description:
The customer was hospitalized a few weeks ago the first time since being diagnosed with diabetes. The customer had a seizure due to the low sugar level. The customer is going back to injections.